Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error was verified. The alleged fill estimate and minimum fill issues was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and that the insulin gauge was inaccurate. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. The cartridge was re-loaded to resolve the issue. Customer¿s blood glucose was 178 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.